Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately thirty-five months after the implantation of heartware lvad, the patient presented with excessive sleepiness, weakness, slow speech and difficulty finding words. The patient also presented three days of melenic stools. The patient was hospitalized; the origin of the gastrointestinal (gi) bleeding was not identified; the patient was managed with a working diagnosis of upper gi bleeding and received blood transfusions (2 units of packed cells) and oral pantoprazole. The patient¿s cognitive symptoms resolved over the next few weeks. She was discharged approximately three weeks after her admission. The event is considered resolved investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. The cause of the reported event could not be determined. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. Product remains implanted.